Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had ventricular tachycardia (vt) during an implant procedure. The heart rhythm accelerated to vt when the physician tried to pass the lead through the tricuspid valve. A shock was given to the patient through an external defibrillator and then the patient recovered. The physician then tried to implant an left ventricular (lv) lead but with poor stability. After four attempts, the physician then decided to put a lead port plug into the device. No adverse patient effects were reported. The rv lead remains in service. The lv lead was never in service. Additional information received indicating that an x-ray confirmed that this rv lead had moved to the right atrium. The helix seemed to be partially extended. The lead was repositioned and the helix was tested without abnormality observed. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.